Manufacturer narrative:
Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the patient¿s bleeding event. However, it is unlikely that the bleeding episode reported is related to the cycler. Gi bleeding is a complication of dialysis therapy and is generally caused by contributing factors like uremic toxins, coagulation disturbances, secondary hyperparathyroidism and the use of anticoagulant drugs. No product malfunction was alleged, there is no documentation suggesting a causal relationship with the cycler and there is no documentation peritoneal dialysis treatment was interrupted. Based on the available information, patient factors (polyps and hemorrhoids) could have caused the gi bleeding. Plant investigation: the device was not returned for analysis. The serial number was not provided, a serial number search could not be completed.

Event description:
Medical records received stated the patient was hospitalized from (B)(6) 2018 for an episode gi bleeding. During the hospitalization the patient was also diagnosed with hemorrhoids. Two polyps were removed and the patient required treatment with 6 units of prbc (packed red blood cells) before getting discharged. No device malfunction was alleged, no further information was provided. Additional medical record received indicated the patient presented with a 2 day history of gi (gastrointestinal) bleeding. According to the record, the patient reported diffuse bright red blood per rectum with every ingestion and with every bowel movement. Tagged rbc scan (date unknown) localized the bleeding to the distal terminal ilium. Gi bleeding abated after enteroscopy with endo clipping x 2 of approximately 15 cm proximal to the ileocecal valve.